Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy transgender bilateral with double incision and free nipple graft, the sutures,frayed badly as it was pulled through tissue under normal operating conditions. On another gentle pull, it broke completely. The ends of the suture looked frayed / splintered. Different suture was used to complete the procedure. There was no patient injury.